Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Device was sent for downstream occlusion testing and it passed the results. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: f10/h6: medical device problem codes. Correction: h6: investigation conclusions. Correction h11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The device was sent for downstream occlusion testing and it passed. A review of the event history log revealed multiple "downstream occlusion!" Messages however the log does not support or refute test failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.